Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The manufacturer¿s field service engineer (fse) calibrated new touch screen and unit passed the required test of the performance verification successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.